Manufacturer narrative:
Updated field(s): describe event or problem. Report name/ occupation/ event site email. Additional reporter: (B)(6), (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that after six weeks of intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm several times and had difficulty resuming pumping. It was noted that the iab had been in place since (B)(6) 2022. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood or visible kinks in the helium tubing and all connections are secure. The customer stated that when the insertion site is ¿manually¿ compressed certain ways by hand, the console will autofill and resume for longer periods. The possibility of internal kinks and location was discussed. A chest film confirmed good placement. At this time, it was pumping alarm-free and the customer was advised to be observant for any blood in the tubing. It was later reported at 3:54 am that the console had generated an autofill failure alarm. They have been unable to resume pumping. Several attempts were made again after suggesting dropping the augmentation control and pressing the fill key, but were unsuccessful. There was no blood in the tubing. They were then advised to contact the physician about iab manipulation and removal/replacement at that point. They were advised to keep the time in standby in mind while discussing with the physician. The patient was stable, awaiting transplant. There was no patient harm or adverse event reported.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed on the interior of the catheter. A kink was found on the catheter tubing approximately 41.7cm from iab tip. Additionally the optical fiber was found broken within the membrane approximately 26.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon and portion of catheter tubing was performed, and no leaks were detected. The reported events cannot be confirmed by the evaluation. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm several times and had difficulty resuming pumping. It was noted that the iab had been in place since (B)(6) 2022. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood or visible kinks in the helium tubing and all connections are secure. The customer stated that when the insertion site is ¿manually¿ compressed certain ways by hand, the console will autofill and resume for longer periods. The possibility of internal kinks and location was discussed. A chest film confirmed good placement. At this time, it was pumping alarm-free and the customer was advised to be observant for any blood in the tubing. It was later reported at 3:54 am that the console had generated an autofill failure alarm. They have been unable to resume pumping. Several attempts were made again after suggesting dropping the augmentation control and pressing the fill key, but were unsuccessful. There was no blood in the tubing. They were then advised to contact the physician about iab manipulation and removal/replacement at that point. They were advised to keep the time in standby in mind while discussing with the physician. The patient was stable, awaiting transplant. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).